Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot#: 0209144714, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 309328, serial/lot #: (B)(4), ubd: 14-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for idiopathic urinary incontinence. It was reported that the patient experienced urinary urgencies and leaks due to lack of efficacy. It was unknown if there were any external contributing factors. Medication of vesicare was administered and the device was stopped on (B)(6) 2019. The cause was due to decrease of efficacy. There was no specific device component identified, event was considered as related to the stimulation only. A full explant was planned on (B)(6) 2020 with no replacement. It was noted that the patient will exit the study after explant. The event was resolved on (B)(6) 2020. The patient was alive with no injury. No further complications were reported or anticipated.